Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the reported device. The review could not be completed because the device is a lot/batch controlled item. The release to warehouse date (manufacturing date) is oct 17, 2008. A device history record review has been requested. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2016, the depth gauge bearing was stuck causing the instrument to "slide too easily." The procedure was completed with a readily available back-up instrument. There was no surgical delay or medical intervention required. The surgery was successfully completed. The patient's post-operative status was reportedly "good." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part# part no. 319.006 lot no. 6004401, release to warehouse date: 17 oct 2008, expiration date: na, manufactured by synthes (B)(4). No ncrs were generated during production. Ncr # (B)(4) was written in 2013 for stock hold # (B)(4) for undersized major thread diameter of the needle component. This ncr for undersized major thread diameter of the needle component is not relevant to this complaint for bearing sliding too easily. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: one depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 6424816) was returned for investigation. The device was received intact with the hooked needle probe undamaged. The ball bearing is slightly stuck and does not fully extend, causing the outer body to not be retained by the slider body. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the life of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.